Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating the customer noticed a 12% difference between the measured flow rate and the actual flow rate of the smiths medical cadd legacy pca pump. There was no patient injury due to the reported event.